Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 h6 patient code: 3191 (no code available) - veterinary case manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.investigation on-going.

Event description:
It was reported that there was an issue with the catgut suture. On (B)(6) 2019, a routine cesarean-section was performed on a cow and there was minimal contamination of the incision site with good exposure of the uterus. The uterus was closed using catgut and utrecht pattern. The abdomen was closed in a routine manner. The cow did well the first night, then quickly declined. Symptoms included, anorexia, not drinking, no defecation, bloating, retained large amount of placenta and fluid-wave present in abdomen. Septic abdomen was diagnosed based on bloodwork and fluid analysis. The veterinary team re-opened the previous incision site at the clinic and found the suture broken on the uterine closure at the ~1/3 cranial aspect. The knot was still secured with part of the suture line present and the other broken end visualized ~4inches caudally. A cotyledon and pieces of placenta were through the hole. The team trimmed up the uterus, and performed another utrecht pattern over as much of the incision as possible; the cow underwent treatment for septic peritonitis. The cow died from the infection. The veterinarians had consulted with specialists at the state university veterinary hospital and had done everything that was recommended.

Manufacturer narrative:
Manufacturing site evaluation: samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to make a decision. Review of the batch manufacturing records showed that this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.